Event description:
Pt with barrett's underwent balloon-based ablation and developed a 1-2 cm stricture with symptoms of difficulty swallowing. Review of the procedure notes do not indicate any specific root cause for this event. Pt underwent successful dilation without complication.